Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio iq meter was reading inaccurately high compared to a calibrated laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began at an unknown time on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿400mg/dl¿ on the subject meter and an unknown result on the laboratory device within an unknown period of time from one another. The patient regulates their diabetes by self-adjusting their insulin dosage, and it is not known if they had made any changes to their routine prior to the alleged inaccuracy. It was noted that the patient developed the symptom of ¿malaise¿ but did not provide information regarding any form of medical treatment which was received as a result of feeling this way. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not walk through a retest with the csr. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/03/2015). The patient¿s meter has been returned on 2/11/2015 and evaluated by lifescan product analysis on 2/20/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.